Manufacturer narrative:
A replacement power adapter was sent ot the customer. The customer called medela customer service and stated there was a hole in diaphragm of pump. The customer was sent a replacement pump in style device and requested the defective pump in style device be returned for eval. Upon receipt of pump, a breach in the transformer housing was noted. The defective pump in style device with power cord was received at medela on (B)(4) 2013. The product eval revealed a breach in the transformer housing which is a safety risk. In f/u with the customer, she indicated that there was a breach in the transformer housing while in her possession. She pumps 6 times a day and plugs in/out the transformer about 1 time a day. She indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked in half, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.85 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.15 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported a hole in diaphragm of pump (mnc-dpq-0039614). Upon receipt of pump, a breach in the transformer housing was noted. During chu f/u on (B)(4) 2013, customer stated that the breach in the transformer housing was present while in her possession.